Event description:
It was reported that during a laparoscopic esophageal hernia repair procedure, the trocar was leaking air without the instrument inserted. They were using a 5mm grasper or endo-stitch. The device was leaking from the universal seal. They procedure was complete without any impact to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.

Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The patient was not injured following the procedure.